Event description:
It was reported "staple jamming" . To complete the procedure a new set was used. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned, one partially formed staple was loaded, and the bottom of the cover block was cracked. The stapler was returned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the customer. The trigger was returned partially engaged. Clear evidence of use in the form of biological material was observed on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing properly. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, one partially formed staple and one unformed staple released simultaneously. Multiple staples flooded into the distal tip and jammed. An attempt to manually remove the staples was made but was unsuccessful. On the second attempt at firing the stapler, no staples fired. It was observed that the remaining staples were misaligned. No additional attempts were made to fire the device. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No flash was observed within the cover block. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the first two staples appeared misaligned. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing properly. Upon engagement of the trigger, one partially formed staple and one unformed staple fired simultaneously. Multiple staples flooded the distal tip and became jammed. The misalignment became more sever after the firing attempt. The staples were not able to be manually removed and no other staples would fire. The device was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "staple jamming" . To complete the procedure a new set was used. No patient injury or consequence reported. Patient's current condition reported as "fine".